Event description:
A surgery manager reported that the system shut down during a surgical procedure. The patient was moved to another facility to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).